Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to the MFR for eval .the investigation is currently underway.

Event description:
It was reported that the pta balloon dilation catheter got stuck on the guide wire during retraction into the shaft. The catheter, sheath and guide wire were removed as a single unit. Another balloon was used to complete the procedure. There was no reported pt injury.